Event description:
An unexpected return of a used set was received with other samples that were reported to have leaked at the upper silicone segment during use. No further info could be obtained from the customer, so the set is presumed to have leaked during use. There was no report of pt harm or medical intervention. The customer stated no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report that the set leaked from the upper silicone segment was confirmed. During visual inspection, it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.1215 inches long. Visual examination under microscope noted two crush marks to the upper blue fitment. Functional testing was performed and a leak was noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.